Event description:
Caller reported not having a tandem wall adapter, and charging supplies were no longer functional. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the damaged charging supplies via 2-day shipping.